Manufacturer narrative:
The reported event of connection problem was not confirmed. Final analysis found no anomaly on the helix, the helix lengths were within specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure of an aveir arial leadless pacemaker (lp), the lp failed to be re-docked to the delivery catheter during implant. The procedure was completed using an alternate device on (B)(6) 2025. The patient was stable.